Manufacturer narrative:
Device was returned to hearing help express (a repackager/relabeler) logged, and forwarded to the original device manufacturer for evaluation. Manufacturer measured dome retention force on returned hearing device and confirmed the retention force complies with specification (iec (B)(6)). Manufacturer also confirmed retention force on new dome and new hearing device complies with specification. Manufacturer compared (visually and microscopically) the returned hearing device/dome to a new hearing device/dome and no differences were observed. The instructions for use were reviewed. When the user changes domes they are instructed to gently tug and twist the dome to ensure it is securely attached. There is a caution statement in bold red italic font indicating "it is important the dome is firmly attached so it does not fall off in your ear".

Event description:
A hearing aid dome got stuck in one patient's right ear, unknowingly, for about a week. After growing discomfort she went to her doctor, who extracted the dome, although not before an infection developed. The dr told her she had a hole in her eardrum but couldn't tell if it was caused by the infection or if it was there before.